Manufacturer narrative:
Information provided is an approximation based on narrative provided to us. UDI: (B)(4).

Event description:
It was reported that patient underwent revision surgery following tka and a suspected infection.

Manufacturer narrative:
A correction based on new information received.